Event description:
While preparing case carts for the or, a bipolar disposable cord fell out of the package. It was examined and noted to not have a seal at one end of the packaging. Product is supposed to be sterile. Several others were noted to be open. All product was isolated and the MFR was notified. The lot number is stamped on the package after sealing. The MFR has requested that all defective product be returned. They obtain these from a distributor, general medical out of detroit. The distributor has been notified.